Manufacturer narrative:
(B)(4). Visual inspection of the returned device revealed no anomalies. The keyboard was connected to a test workmate system for eval and confirmed to be fully functional. The keyboard was also treated with the ep-4 application and verified to acknowledge all user commands. DHR review of the device history record confirmed this serial number met mfg requirements prior to shipment. A field clinical engineer was sent to the site for a service visit. The customer had a ne phillips cockpit installed at the site. The customer had a new phillips cockpit installed at the site. The keyboard and the mouse were connected to the workmate cpu, which was located in an adjacent room in a closet. The keyboard and mouse were connected by phillips to the ep-workmate cpu via a usb/cat5e extender. The keyboard needed to have a ps2 dedicated connection to perform as intended. A usb extender was installed to the keyboard to connect it to the workmate cpu, as the keyboard was in the control room. The extender was causing intermittent communication issues between the keyboard and the ep-workmate cpu. The sjm engineer that went onsite installed a usb keyboard, which resolved the intermittent communication issue. The root cause classification is consistent with operational context as device performance was limited due to environmental factors.

Event description:
This complaint was determined to be reportable due to add'l info rec'd on (B)(6) 2011. It was reported that while performing decremental pacing with the ep-4 stimulator, the system unexpectedly began pacing at 180 ms, which did not allow the physician to pace a pt out of a physician induced ventricular tachycardia (vt). The physician was trying to pace the pt at 250ms to pace the pt out of vt. When starting at 400 ms, while performing decrement down by 10 ms intervals. The system did not respond to the physician pressing the down arrows, so he continued to press the down arrow button, when the system unexpectedly began pacing at 180ms. The physician pressed the halt button on the keyboard with no response, which resulted in the physician unintentionally pacing at 180ms. The physician then used the touchscreen to stop the stimulation. The case was completed with no consequences to the pt.